Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (resetting) has been confirmed. Upon investigation battery charger exhibited a failure at flash memory bga components u102 and u105 on ca board sn 54014756. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.